Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat atrial fibrillation (a fib) a faradrive steerable sheath clear was selected for use. The physician reported the valve on the faradrive was leaking when the farawave was inserted into it. The sheath was replaced. The procedure was completed without any patient complications. The device is not expected to be returned for analysis due to disposal.